Event description:
It was reported that the patient experienced low blood glucose after meals while using the ilet bionic pancreas, including a documented value of 62 mg/dl following a usual meal, and oral glucose was administered; the family discussed a factory reset and was advised this is best performed when the patient¿s schedule is regular. Symptoms included hypoglycemia without reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.